Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow-up, noise and out-of-range defibrillation impedance was observed on the right ventricular (rv) lead. The rv lead was capped and successfully replaced. The patient was stable with no adverse consequences.

Event description:
New information received indicates the defibrillation impedance was high out-of-range.